Manufacturer narrative:
Police are investigating incident and no further info of the incident has been made available yet. A f/u report will be submitted once more info has been rec'd and an eval of the device is done.

Event description:
The initial description of incident given by pt's wife is that the pt was in bed when his wife heard a "whining" noise and went upstairs to investigate. As she went upstairs the lights went out, and when she reached the bedroom, she describes her husband lying on the bed and the whole room lit up by flames "leaping up from the concentrator". The pt is a known smoker; the pt's wife denies that he was smoking at the time of incident.